Event description:
No alleged deficiency, customer accommodation. Found during evaluation at bd service facility 03/17/2023: the drill does not spin due to an internal failure of the drill motor.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation at bd service facility: the drill does not spin. The root cause of the reported failure was identified as an internal failure of the drill motor.